Event description:
It was reported to philips that the geometry movements were unavailable on the azurion system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the procedure was completed after restarting the system. It was reported that the geometry movements were unavailable on the azurion system. Review of the logfiles confirmed geometry logs error: on z rotation movement. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the issues with drive unit and discovered a network cable plugged into the wrong port. Fse replaced the faulty drive unit. After the replacement of faulty drive unit, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry movements were unavailable issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.